Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors upon reviewing logs. The fse replaced surgeon side console (ssc) viewer proactively and ssc common compute controller (ccc) board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The surgeon side console (ssc) viewer was analyzed. Failure analysis confirmed but could not replicate the reported issue. Errors 31089, 41081 were found upon reviewing logs pointing to the synchro to digital converter harness (sdch), confirming reported issue. It was also noticed that error 307 had occurred, indicating that node sdch stopped responding. Visual inspection was performed, and no issue was found. The viewer was installed on an in-house system, and the viewer functioned as designed. No errors appeared after the viewer was power cycled several times. The ssc ccc was analyzed. Failure analysis confirmed and replicated the reported issue. Errors 31089 and 297 were found upon reviewing logs indicating that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. When the ssc ccc was tested on an in-house system, it failed with error 31089, 297, indicating faults on the firefly fiber optic cable (ff4) on the ccc. After the firefly optic cable was replaced with a known good cable, the ccc functions as expected. However, the unit failed when cable is switched back to the original firefly optical cable. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors of the firefly optic cable in the ccc. It can be resolved by replacing the ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable errors 41081 and 31089 occurred upon starting up. The customer power cycled the system three times before contacting tse, but the issue was not resolved. The tse had the customer power cycle the system and power on each component in standalone mode, but the surgeon side console (ssc) displayed error 40074 upon powering on. The customer power cycled the system and reconnected the system cables, but the issue persisted.